Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate hv therapy. Upon review of the egm, it was noted that the patient was in a rapid rhythm where p waves were blanked because they were occurring simultaneously with the r waves. The rhythm wrongly fell into the v > a rate branch, in which there were no discriminators. Programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that following programming changes, the patient condition was fine. According to the clinic, during cardiac rehab, the patient passed out and was unable to be revived.

Manufacturer narrative:
Analysis was normal. No anomalies were found.